Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
It was reported that there were inaccurate readings on the hcg urine cassette. There are no injuries or adverse events that occurred. Although requested, no further information has been received.

Manufacturer narrative:
UDI information added. Investigation conclusion: an investigation was performed on retention and returned devices for the reported lot number. Retention and returned devices were tested with qc cut-off hcg-positive standard (25 miu/ml) and clinical negative urine. Results were read at 3 minutes. All devices tested with positive control produced expected positive results while devices tested with clinical negative urine produced expected negative results. Retention and returned devices performed as expected during in-house testing. The case details were reviewed along with the complaint history on this control lot for the reported issue and no systemic issue was identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. This test provides a presumptive diagnosis for pregnancy. A false positive or false negative result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.